Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lobectomy procedure, staple could not hold lung, lung split open after firing. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Photo evaluation: one photo was provided. The picture shows tissue with staples on it. The staples are appreciated with the proper formed shape. However, bleeding can be seen on the photo. Based on the bleeding noted on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.